Manufacturer narrative:
Medtronic investigation of returned suspect uninterruptible power supply (ups) found the ups powered up with the returned batteries. Charge the returned batteries for at least 6 hrs. Perform 5 min load test. Passed 6 min 12 sec. Installed new batteries and charge for at least 6 hrs. Perform 5 min load test. Passed load test 7 min 36 sec. Recharge the batteries for at least 6 hrs after load test. The ups functioned as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient present. On 7/28/2016 the fse found the mvs ups (uninterruptible power supply) powered down within a minute of unplugging system from wall outlet. He replaced the mvs ups battery and tested the system. System passed all subsequent testing and was ready for use. Issue resolved with part replacement.

Event description:
A medtronic field service engineer reported that the o-arm system mvs (mobile viewing station) battery is not holding a charge. This was discovered outside of surgery. No patient present or impacted.